Manufacturer narrative:
Surgical intervention this report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. If further details are received at the later date a supplemental medwatch will be sent.

Event description:
Title: contemporary incidence of mesh complications twenty-four months after laparoscopic sacrocolpopexy. The objective of the study was to describe the incidence of mesh complications following laparoscopic sacrocolpopexy (lsc) using lightweight, macroporous, polypropylene mesh. A total of 121 patients were included in the study, of which, 113 patients used gynemesh ps mesh during the surgical procedure. In the gynemesh ps group, reported complications included chronic symptomatic infection (n-2) which required removal of the mesh at 12 and 18 months post-operatively and apical mesh exposure at 21 months post-operatively (n-1) which was treated with vaginal estrogen. It was concluded that the incidence of mesh complications with contemporary mesh choices appears lower than previously reported in trials.